Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 487 mg/dl and diabetic ketoacidosis. Customer stated that they did not get insulin delivery. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. Device will be returned for analysis.